Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Reportedly, blood glucose value was 405 md/dl, blood ketones value was 3.1 mmol, patient had no vomiting but did not feel well. It was unknown if the customer was wearing the insulin pump during the hospitalization. The insulin pump is not expected to be returned for analysis.